Event description:
It was reported that this pacemaker system did not show right atrial (ra) pacing on the presenting electrogram (egm). Upon egm review, it was determined there was atrial fibrillation (af) undersensing with some beats marked as premature ventricular contractions (pvcs). There was no atrial pacing when the right ventricular (rv) rate increased because the v-a timer did not expire before the next rv signal. Technical services (ts) discussed troubleshooting/programming options such as reviewing patient medications and adjusting ra sensitivity. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.